Manufacturer narrative:
Device evaluation summary: during the visual evaluation, anomalies were observed on the anterior view of the device consistent with a crease/fold. A tear measuring approximately 0.4 cm was also observed within one crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast reconstruction revision with 325cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed with a physical examination. As a result, the patient underwent device removal and replacement with mentor memorygel breast implants, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020.